Event description:
The patient reportedly experienced loss of sound. External equipment was exchanged and programming adjustments were made; however, this did not resolve the issue. Surgery to explant the patient's device has been performed. The patient was reimplanted with another advanced bionic's device.